Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced question marks (???) On the display screen during a low event. The sensor was inserted at the thigh on (B)(6) 2017. Patient called for an ambulance and was treated with dextrose 25 grams en route to hospital. At hospital, patient was treated with orange juice and chips. Patient's blood glucose (bg) increased to 98 mg/dl and was later discharged. At the time of contact, patient is stable. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.